Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 11426964 and lot# 23075066 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module low sorbing infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: good morning. On 9/17/2023, we had a safety event reported for (bd alaris pump infusion set low sorb tubing). Let¿s identify this as bd 248, as a reference number. The tubing has been discarded. Based on the information provided below, could you start a product quality report? Event details: ¿low sorb IV tubing. When I was circle priming chemo at med room at xxx pod. The IV tubing popped at filling chamber, spilled out chemo about 10cc. Used chemo spill kit to clean that area. Around 5 cc spill happened on my left hand, which was double gloved. Spilling chamber couldn't hold pressure during circle prime. I just pushed two times. When I was doing second time it popped out.¿

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module low sorbing infusion set separated and leaked. The following information was received by the initial reporter with the verbatim: good morning. On (B)(6) 2023, we had a safety event reported for (bd alaris pump infusion set low sorb tubing). Let¿s identify this as bd 248, as a reference number. The tubing has been discarded. Based on the information provided below, could you start a product quality report? Event details: ¿low sorb IV tubing. When I was circle priming chemo at med room at xxx pod. The IV tubing popped at filling chamber, spilled out chemo about 10cc. Used chemo spill kit to clean that area. Around 5 cc spill happened on my left hand, which was double gloved. Spilling chamber couldn't hold pressure during circle prime. I just pushed two times. When I was doing second time it popped out.¿